Manufacturer narrative:
(B)(4). During baxter's evaluation, the unauthorized repairs to the device were confirmed. Evaluation found device serial number (B)(4)when powered up, displayed serial number (B)(4). Review of both device history records show that the processor printed circuit board (pcb) (j/3378-1-24-1026) belongs to device serial number (B)(4). This is an indication that the pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device was removed from service.

Event description:
During baxter's functionality testing it was found that a spectrum pump had evidence of unauthorized repairs. There was no patient involvement.